Event description:
It was reported that a patient underwent a sling procedure in 2009. The patient experienced an infection at the incision site following the procedure and was treated with antibiotics. One month post-op, the patient had experienced cramping for three days and felt something in her urethra and used a mirror to see an object, the size of a pencil lead (silver in color) protruding from her urethra. The patient was seen by her physician and the surgeon removed some sutures "that had surfaced and had not dissolved." The patient is currently in good condition.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.